Event description:
Acct reports that the device was attached to one of the leads on a "triple lumen" central line. When the nurse was injecting into a t-connector on one of the other leads, they noted that the septum on the injection site was leaking and had "popped" out. There was no pt injury, the nurses were standing at the bedside when the issue occurred.